Event description:
It was reported that the patient presented for a scheduled surgery. During the procedure, the pulse generator exhibited loss of output in the ventricle. The device was replaced. The patient was doing fine.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.